Event description:
The account alleged the nurse call is not functioning from the bed. No pt impact.

Manufacturer narrative:
The account found the communication cable is broken. The account replaced the communication cable to resolve the issue.